Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments (such as the stick of the retrieval bag) through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: intestinal (transversum) resection. Event description: information received via email on (B)(6) 2021 from applied medical representative: just received a call from customer reporting a cfb73 that "lost" the transparent membrane during surgery. The membrane was detected in the abdomen by accident, customer assumes it remained in the abdomen when removing the trocar. Information received from complaint form via email from applied medical representative on (B)(6) 2021: the trocar was used for laparoscopic access during a transversum resection. The incident occurred during insertion of a 10mm retrieval bag through the trocar. After inserting the 10 mm retrieval bag through the trocar, it was noticed that the stick of the retrieval bag was harder to remove through the trocar and stuck to the seal. A clear plastic part of the seal was then found in the abdomen, which had come loose. To retrieve the part, it was cut in half. It was then found that this part was missing from the trocar. According to the or-staff, all tools were used according to the rules and no pressure was exerted on the trocar. There were no changes in health. Because it happened nearly at the end of the procedure there was no replacement or change necessary. A 10mm retrival bag was in use as well. Intervention: because it happened nearly at the end of the procedure there was no replacement or change necessary. Patient status: no patient injury.

Event description:
Procedure performed: intestinal (transversum) resection. Event description: information received via email on (B)(6) 2021 from applied medical representative: just received a call from customer reporting a cfb73 that "lost" the transparent membrane during surgery. The membrane was detected in the abdomen by accident, customer assumes it remained in the abdomen when removing the trocar. Information received from complaint form via email from applied medical representative on 01dec2021: the trocar was used for laparoscopic access during a transversum resection. The incident occurred during insertion of a 10mm retrieval bag through the trocar. After inserting the 10 mm retrieval bag through the trocar, it was noticed that the stick of the retrieval bag was harder to remove through the trocar and stuck to the seal. A clear plastic part of the seal was then found in the abdomen, which had come loose. To retrieve the part, it was cut in half. It was then found that this part was missing from the trocar. According to the or-staff, all tools were used according to the rules and no pressure was exerted on the trocar. There were no changes in health. Because it happened nearly at the end of the procedure there was no replacement or change necessary. A 10mm retrieval bag was in use as well. Type of intervention: because it happened nearly at the end of the procedure there was no replacement or change necessary. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.